Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 10:30:19. During night drain cycle one, the patient's ultrafiltration reading was 185ml, indicating the home patient drained 185ml more than their maximum programmed fill volume of 200ml. No additional information is available.